Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a2100576 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, clip was found broken during usage on the patient. During the operation the clip was broken in the body when it was clipped and all of it was removed later. The patient was not affected and has been discharged safely.